Manufacturer narrative:
(B)(4). Date sent: 1/24/2024 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the ctlc75 device was received with no apparent damage and with one tcr75 reload loaded one the device and one tcr75 reload(b) present. The loaded reload was received fully fired and the reload(b) was received unfired. The swing tab of reload(b) was found to be in the unlocked position with one driver up along the staple line and nine missing staples along the staple line. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. The event described could not be confirmed as the device could fire without any difficulties. A manufacturing record evaluation was performed for the device assembly batch number of e200000240, and no non-conformances were identified. The assembly batch e200000240 is used to produce finish good batch e20070015, a manufacturing record evaluation was performed for the device batch e20070015, and no non-conformances were identified. Fg date of mfg:2020-07-21;fg expiration date: 2025-07-20

Event description:
It was reported that during the surgery, could not fire. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.